Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. The customer reported an issue of the unit heating up and shutting off during operation, per operational and diagnostic verified this issue, therefore this complaint can be confirmed. It was found during evaluation that the motor seized during operation. Additionally; the keypad pcb and buttons were heavily corroded due to ingress, and the cable was causing intermittent short errors to occur. Performed repair as identified in the investigation by replacing the motor, cable assembly, keypad pcb, and screws & silicone buttons. The unit passed all functional tests and is fully operational. The defective motor is identified as the root cause of the reported issue. Fluid ingress into the system is the root cause for the corrosion observed on keypad pcb and buttons. With the given information, we can't determine what caused intermittent short errors. A manufacturing record evaluation was performed for the finished device serial number (B)(4) and no non-conformance's were identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the micro tornado handpiece heated up and then shut off during use. The case was completed with another like-device with no patient or user harm, but a one minute delay to switch the devices. The device is being returned.